Manufacturer narrative:
(B)(4). The device was received at the time of the initial MDR submission. The lot 14f016 was manufactured from june 9, 2014 to june 10, 2014. The evaluation of the returned device is complete. A visual inspection (via the naked eye) was performed and identified a loose coil cap and malformed housing. The reported condition was verified. The cause of the loose cap was determined to be the malformed housing; however, the cause of the malformed housing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a loose cap. This was identified before patient use. There was no patient involvement. No additional information is available.